Manufacturer narrative:
The reported device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: not having sufficient saline in order to facilitate the formation of plasma, inadequate suction or not having the wand or foot control connector fully inserted into the controller display. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller or foot control which were not returned for evaluation. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instruction for use states: -use the lowest controller setting necessary to achieve the desired tissue effect. -the wand electrode wears with use. The rate of wear is dependent on a combination of variables that cannot be replicated for every situation. Factors of electrode wear include, but are not limited to, rate of ablation, operating mode and level, and prolonged use against dense tissue or bony surfaces. -during periods of continuous activation, temperatures up to 48 °c on the wand shaft and up to 60 °c on the wand suction tubing may be reached. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during massive cuff repair surgery, flow 90 was used as coblation wand to debride the soft tissue around subacromial space. The setting mode was medium. After around an hour, the tempature freezed at 63 deg celsius. The wand was not able to ablade and suction kept running. Besides, there was a blue spot found on the tip of the wand around the metal plate corner after a period of time. A delay of more than 30 minutes was reported and the same device was used to complete the procedure. No patient injury was reported.

Event description:
It was reported that during massive cuff repair surgery, flow 90 was used as coblation wand to debride the soft tissue around subacromial space. The setting mode was medium. After around an hour, the tempature freezed at 63 deg celsius. The wand was not able to a blade and suction kept running. Besides, there was a blue spot found on the tip of the wand around the metal plate corner after a period of time. It is unknown if there was a delay or back up available to complete the procedure. No patient injury was reported.